Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('abnormal uterine bleeding') in a 41-year-old female patient who had essure (batch no. C91771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". The patient's medical history included hemorrhagic cystitis, carcinoma in situ and hematuria. Concomitant products included amoxicillin since (B)(6) 2018 and omeprazole (omeprazol 1 a pharma) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced stress urinary incontinence ("urinary stress incontinence"). On (B)(6) 2018, the patient experienced arthralgia ("pain: hip pain") and perineal pain ("perineal pain"), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), personality change ("hormonal changes describe: character"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), vision blurred ("blurred vision") and adnexa uteri cyst ("paratubal cysts on fallopian tube/ tumor/teratoma/cancer-type: cyst on fallopian tube") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, personality change, cystitis, urinary tract infection, vaginal infection, vision blurred, weight increased, stress urinary incontinence, perineal pain and adnexa uteri cyst outcome was unknown, the genital haemorrhage, menorrhagia, dysmenorrhoea, nausea, fatigue and uterine haemorrhage had resolved and the vaginal haemorrhage, alopecia and arthralgia was resolving. The reporter considered adnexa uteri cyst, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, perineal pain, personality change, stress urinary incontinence, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight- 150 lbs. Essure was inserted on (B)(6) 2014, (B)(6) 2015. Insertion detail: the essure device was released per manufacture's instruction, and the right tube had 5 trailing coils into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: several low-density well-defined lesions throughout the liver compatible with unilocular cyst. Hysterosalpingogram - on (B)(6) 2015: intact bilateral essure devices without spillage. Unilateral occlusion (right tube occluded). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, perineal pain, menorrhagia, dysmenorrhea, urinary stress incontinence." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received- events: uterine bleeding, device ineffective, paratubal cysts were added. Updated outcome of the events: hip pain, abnormal bleeding, nausea, dysmenorrhea and fatigue. Reporter information and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and neoplasm malignant ("tumor / teratoma / cancer: unspecified") in a 41-year-old female patient who had essure (batch no. C91771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (bmi: 25.571), hemorrhagic cystitis, carcinoma in situ and hematuria. On (B)(6)2014, the patient had essure inserted. On (B)(6)2018, the patient experienced arthralgia ("pain: hip pain") and perineal pain ("perineal pain") and was found to have neoplasm ("tumor / teratoma / cancer: unspecified"), teratoma ("tumor / teratoma / cancer: unspecified") and neoplasm malignant (seriousness criterion medically significant), 3 years 9 months after insertion and 2 months 7 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), personality change ("hormonal changes describe: character"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurred vision") and stress urinary incontinence ("urinary stress incontinence") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, personality change, cystitis, urinary tract infection, vaginal infection, nausea, fatigue, alopecia, vision blurred, weight increased, stress urinary incontinence, arthralgia, neoplasm, teratoma, neoplasm malignant and perineal pain outcome was unknown. The reporter considered alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, neoplasm, neoplasm malignant, pelvic pain, perineal pain, personality change, stress urinary incontinence, teratoma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight- 150 lbs. Essure was inserted on (B)(6)2014, (B)(6)2015. Insertion detail: the essure device was released per manufacture's instruction, and the right tube had 5 trailing coils into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram abdomen - on (B)(6)2016: several low-density well-defined lesions throughout the liver compatible with unilocular cyst. Hysterosalpingogram - on (B)(6)2015: intact bilateral essure devices without spillage. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, perineal pain, menorrhagia, dysmenorrhea, urinary stress incontinence." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-may-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and neoplasm malignant ("tumor / teratoma / cancer: unspecified") in a (B)(6) year-old female patient who had essure (batch no. C91771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (bmi: 25.571), hemorrhagic cystitis, carcinoma in situ and hematuria. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced arthralgia ("pain: hip pain") and perineal pain ("perineal pain") and was found to have neoplasm ("tumor / teratoma / cancer: unspecified"), teratoma ("tumor / teratoma / cancer: unspecified") and neoplasm malignant (seriousness criterion medically significant), 3 years 9 months after insertion and 2 months 7 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), personality change ("hormonal changes describe: character"), cystitis ("infection (bladder/ urinary tract/vaginal): unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal): unspecified"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurred vision") and stress urinary incontinence ("urinary stress incontinence") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, personality change, cystitis, urinary tract infection, vaginal infection, nausea, fatigue, alopecia, vision blurred, weight increased, stress urinary incontinence, arthralgia, neoplasm, teratoma, neoplasm malignant and perineal pain outcome was unknown. The reporter considered alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, neoplasm, neoplasm malignant, pelvic pain, perineal pain, personality change, stress urinary incontinence, teratoma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight- (B)(6) lbs. Essure was inserted on (B)(6) 2014, (B)(6) 2015. Insertion detail: the essure device was released per manufacture's instruction, and the right tube had 5 trailing coils into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: several low-density well-defined lesions throughout the liver compatible with unilocular cyst. Hysterosalpingogram - on (B)(6) 2015: intact bilateral essure devices without spillage. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, perineal pain, menorrhagia, dysmenorrhea, urinary stress incontinence." Most recent follow-up information incorporated above includes: on 30-apr-2019: the case is incident. Reporter information was added. This case concerns (B)(6) year old patient. Her demographic was updated. Her historical and concurrent conditions were added. Lab data was added. Essure indication was amended. Essure insertion and removal date was added/updated. Essure lot number was added. Per plaintiff fact sheet: unspecified event: injury to herself was updated to more specific events: pain: pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: unspecified), dysmenorrhea (cramping), hormonal changes describe: character, infection (bladder/ urinary tract/vaginal): unspecified, nausea, fatigue, hair loss, blurred vision, weight gain, urinary stress incontinence, pain: hip pain, tumor/teratoma / cancer: unspecified and perineal pain were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.